Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the bottom bipolar pin was bent upwards. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument cautery post was bent. No patient harm, adverse outcome or injury was reported.